Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump is making a high pitched noise, has a low battery alert and none of the buttons are responding. The time advances on the insulin pump. Troubleshooting was performed on the insulin pump for the low battery and the battery lasted more than one week. The customer woke up to a blood glucose of 56 mg/dl and the insulin pump alarming threshold suspend. The customer declined troubleshooting for the threshold suspend and will be returning the pump. The current blood glucose is 85 mg/dl.

Manufacturer narrative:
All buttons function properly. No blocked keypad noted. No damage noted on keypad traces. The keypad connector on lcd board was locked. Unit was received with normal operating currents and no unexpected low battery, battery out limit and failed battery test alarms or audio/beep anomaly noted during testing. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit auto off alarm function properly and no anomaly noted. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.